Event description:
Pt was prepared and underwent cataract surgery on the left eye. The mentorlens was used for this procedure. On the mentorlens package there is an indicator temperature dot. On the lens box it states "temperature dots should be white. If either dot is any shade of blue, do not use return to mentor." Physician and mentorlens sales rep were notified by surgery department that the indicator on the box had a small tint of blue. The lens was implanted in the pt's left eye. There were no complications. The pt left the operating suite in satisfactory condition.